Event description:
Caller alleged discrepant results with inratio readings when running them back to back.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr = 3.4. Second inr = 3.0. Third inr = 4.2; mean 3.5; sd 0.6; %cv 17.3. Inratio. The 17.3 % cv is less than 20%. Second inr = 2.7. Second inr = 2.6. Third inr = 3.2; mean 2.8; sd 0.3; %cv 11.3. In ratio. The 11.3% cv is less than 20%. Both inratio meter results pass the criteria for precision. No further testing is required at this time. Device is not expected to be returned for evaluation. No corrective action is required as no product deficiency was established.